Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported that the unit had a depleted battery and declared a battery failure alarm. The battery had a voltage reading of 8 volts. There was no patient involvement.

Manufacturer narrative:
G4: 22jun2020. B4: 24jun2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.